Event description:
It was reported that a disposable cassette had white particulate matter on the outside and inside of the cassette. This was identified before patient use. The patient attempted to remove the stains in the cassette themselves, but was unable to do so. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and confirmed the reported case of white particulate matter on the disposable cassette. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.